Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a decrease in pacing lead impedance and an increase in capture thresholds. Additionally, externalized conductors were also noted. The lead was explanted during device change out due to eol. There were no patient consequences.

Manufacturer narrative:
Internal insulation abrasion was noted at 10.9-12.5cm from the distal tip. The etfe coating was intact at this location.